Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recx3106 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that it was difficult to place during double lumen catheter insertion. It was stated when the wire and catheter were removed, both wire and catheter were found deformed. No other information was provided.